Manufacturer narrative:
.

Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
Information stated primary surgery took place in early 2014. (B)(4). The associated devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explanted devices. A lab analysis was completed with the following results: there were scratches and metal transfer on the articulating surface and within the taper of the ceramic femoral head, could be due to contact with the shell. The acetabular shell had bone ongrowth on the bone-contacting surface that was well adhered since it did not become dislodged with the application of manual force. The shell also had scratches within the polished non-bone-contacting region, which may have sustained during removal of the device. The metal inner liner and the polyethylene inner liner had deformation along the rims, most likely due to the reported dislocation. The outer polyethylene liner had deformation, and it is difficult to tell from the information provided how much of this deformation was sustained due to the reported dislocation or can be attributed to removal of the device. The returned rings were deformed could be due to removal. The outer liner support ring was fractured due to mechanical overload forces sustained during the reported dislocation. No material or manufacturing deviations were observed during this investigation. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.